Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse voltage faults) has been confirmed. As received, the monitor failed incoming testing. The cause of the test failure is the pulse voltage faults. The cause fo the pulse voltage faults is poor communication from the interconnect cable. The cause of the poor communication is improper seating of the cable. The root case of the improper seating of the cable cannot be positively identified. No adverse event resulted from the poor communication. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to for un related issue. During troubleshooting, customer support reported pulse voltage faults. The pt was issued a replacement monitor.